Event description:
Caller reported that the t:slim x2 pump battery was not charging, and a power source alert occurred. There was no shutdown or inability to turn the pump back on, and the issue resolved before contacting support. Battery percentage displayed fluctuations but was not leading to shutdown. There was no adverse impact on the customer¿s blood glucose level. Customer changed charging supplies, and the pump began charging, requiring no further assistance. They were advised to monitor the situation and to follow best battery practices, with a follow-up to be completed if needed.